Event description:
On 08/01/2025, the user reported double-announcing dinners while eating lunch in an attempt to avoid a post-meal spike. This resulted in a low blood glucose (bg) of 66 mg/dl, followed by a subsequent rise to 335 mg/dl after consuming the meal. The ilet delivered correction insulin to bring bg back into range. The event did not last longer than 90 minutes. The user treated the low with fast-acting carbohydrates and allowing the ilet to correct the high. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.